Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump was received with operating currents within specifications. Insulin pump was monitored and no blank display anomalies were noted. Insulin pump received with minor scratches on lcd window and cracked case at display window corners.

Event description:
Customer called to report that the insulin pump has a blank display. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.